Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display screen could no longer be safely read and there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: the display was dim and discolored. Unrelated to the original complaint, the contrast button was not responsive. The keypad was removed and contamination was observed under all of the button contacts. Also unrelated, the pump was cracked at the corner of the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.